Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer was not sensing closed. A field service engineer (fse) found that the magnet was missing from inseparable, so replaced the inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer was not detected. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.